Event description:
It was reported to technical services on 6/8/12 that this rep has had problems in the past with this medtronic safe sheath. No further information is known. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).